Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v759646, implanted: (B)(6) 2011, product type lead; product ID 3093-33, lot # v759646, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient wanted someone to check/calibrate the implantable neurostimulator (ins) or remove it. It was stated that the patient was having problems. The patient thought that he was having that same issue as his previous implant. The previous system was replaced because the healthcare provider (hcp) determined that it was ¿bad.¿ it was stated that the patient thought the ¿wire got loose or it was too high.¿ the patient had experienced severe pain in his buttock and the fifth lumbar vertebrae (l5) for the past year with the current ins. It was stated that the patient¿s back was ¿killing him, like a pinched nerve in his lower back.¿ it was added that it was thought that the issue was a gull bladder stone, but it was not. The patient could not bend, walk, or carry his grandchildren. It was noted that the patient¿s doctor retired. The patient was implanted for overactive bladder, an enlarged prostate, and not being able to control his bladder. It was also noted that the patient had recently relocated.